Manufacturer narrative:
Concomitant product(s): product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_ptm_prog, lot# serial# unknown, product type: programmer, patient. Product ID: neu_wrench_acc, lot# unknown, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare provider, via the manufacturer representative, reported that during a normal implant procedure, there was a problem with the implantable neurostimulator (ins) setscrew. The lead would initially not fit into the ins. The setscrew was loosened 1 turn and then the lead went in. The setscrew was then tightened and clicked immediately. The surgeon put gentle pressure on the lead and it slid out of the ins. This was tried three times. It was stated that standard troubleshooting determined the issue could not be resolved and a new ins was needed. The ins was changed out and the case finished without incident. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the ins setscrew was backed out too far. Result and conclusion codes have been updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.